Manufacturer narrative:
It was reported that the optical distance sensor (B)(6)lost connection during a seeg case. The device was returned with the offset plate (B)(6) at medtech montpellier for analysis. An automatic registration was performed at manufacturing side. The test was positive as the device is still functional for its intended purpose during the calibration, registration, verification and navigation steps. However, it was observed that the laser disconnected several times for micro seconds when the wire was moved and twisted the cable. The most probable cause of this malfunction is that the optical distance sensor connection was damaged.

Event description:
Field service engineer assisted a seeg surgery on (B)(6) 2019, saw that loose distance sensor connection still persisted. Kineverif test for preventative maintenance concluded distance sensor is sufficiently accurate.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineer assisted a seeg surgery on (B)(6) 2019, saw that loose distance sensor connection was still loose. Kineverif test for preventative maintenance concluded distance sensor is sufficiently accurate.